Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as a labeled winding former with a re-parked detached needle of product code eh7144, lot # mjj985. During the visual inspection of a detached needle, the double stake marks was not complete in a side of the needle resulting in an incorrect swage for this product code and consequently, that suture had been detached from the needle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture loosens from the needle during use. Another like device was used to complete the procedure. There were no patient consequences reported.